Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 130 mg/dl, while the sensor glucose was 59 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of opened and used enlite sensor. Performed continuity resistance test and the sensor passed per specifications also performed bicarbonate buffer test and the sensor failed with low readings.